Event description:
A customer reported that their t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Instructions were given to use the original charging supplies and leave the wall adapter plugged into a known working outlet for at least 30 minutes. Following these instructions, the pump began charging, and no further assistance was required.